Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown when device cut out. PMA / 510k: this report is for an unknown tfn helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Explanted date: revision surgery was performed (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2018. A tfn helical blade cut out and was removed. There is 1 device in this complaint. This report is 1 of 1 for (B)(4).